Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt presented to the hosp with shortness of breath and hematuria. The pt was reportedly taken to the or for an immediate pump replacement due to the presence of a clot.

Manufacturer narrative:
The pump was returned to the MFR and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.